Event description:
A ring lock error occurred that required that recovery be initiated in service mode. The procedure was incorrectly performed by the field service engineer, resulting in detector 2 swinging freely with sufficient force to contact detector number 1. There was no pt in the equipment at the time of the event. There were no injuries to users, pts, or other personnel.